Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter came out on the second day. Suspected pinhole. Sterilized water leaked from the catheter and foley catheter naturally removed.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly. Balloon concentricity within specification. With the return syringe attached the balloon passively deflated in under 5 min: 1 min 7 sec. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. The reported event is unconfirmed; a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter came out on the second day. Suspected pinhole. Sterilized water leaked from the catheter and foley catheter naturally removed.